Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer 6 falsely registering open due to broken reflective tab on release lever. The field service engineer (fse) repaired using replacement part; restored accurate drawer sensing and normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not opening and broken. The screen displayed the error message clear obstruction and close drawer, prevented access to medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.